Manufacturer narrative:
(B)(4). The returned of the incident sample has been requested. To date it has not been rec'd for eval. Add'l questions in regard to the incident have also been asked. If the sample is rec'd or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a laparoscopy, the jaws of the device became sticky and could not be re-opened after being activated. It is unk if the device was on tissue at the time, and if so, how the device was removed from the issue. There was no pt injury.